Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 459 mg/dl at the time of incident and the current blood glucose level was 412 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as thirsty. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer declined to the troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.